Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to right ventricular lead fracture. The device stored multiple episodes of ventricular fibrillation and non-sustained right ventricular oversensing. The lead was capped and replaced on october 5, 2017. The patient was stable post procedure and will be monitored normally.

Event description:
New information received stated that the right ventricular lead also exhibited noise.